Manufacturer narrative:
(B)(4). Approximate age of device ¿ 15 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that as the patient was getting up to use the restroom, the nurse reported that the patient suddenly became aphasic and limp on the right side of the body. CT angiography showed an acute intraluminal thrombus within the left cavernous and supraclinoid internal carotid artery, with occlusions within the left anterior cerebral artery. The stroke team was consulted, but tissue plasminogen activator (tpa) was not offered due to an inr of 2.9 and recent cardiac surgery. The patient went into respiratory distress and was intubated at the bedside. No additional details were provided other than the patient was ultimately discharged. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.